Event description:
Resident found with face pressed into mattress of bed and neck caught in half rail. Was immediately assessed by rn on duty and was determined to have no pulse and no respiration. Emergency resuscitation measures immediately.